Event description:
It was reported that the mandibular component was dislocated. A revision surgery will be performed to remove and replace the implant.

Manufacturer narrative:
Corrected: b1 additional information: h6. The reported event (dislocation) was confirmed based on the post-operative scans that were provided. It was reported that, due to the poor anatomical condition of the patient¿s soft tissue and muscle structure, the condyle head often dislocated and did not fit well within the fossa. Based on this, the surgeons decided to exchange the current mandibular component with a new one. A new case was created. A review of the manufacturing documents did not reveal any issues related to the tmj device. In conclusion, the tmj implant was manufactured and implanted according to plan. The dislocation was caused by the patient¿s condition. Based on the investigation, there is no indication of a malfunctioning product or any design-, material-, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint has been added to the complaint trend.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the mandibular component was dislocated. A revision surgery will be performed to remove and replace the implant.